Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse isolated the exhalation rubber manifold as the cause of this event and was able to re-work the component. The fse performed use testing and the operational verification procedure testing of the device, which the device passed. No parts were replaced so no further component investigation is expected to be performed.

Event description:
The customer reported an unresolved low volume issue while in use on this avea ventilator with a patient. The customer reported no patient harm.